Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. Visual inspection was conducted on the pump as well as three separate accuracy tests; which the pump failed. The reported problem regarding delivery accuracy was duplicated. Three separate accuracy tests were performed ; at least one test was outside the pump's delivery accuracy manufacturing specifications. The expulsor was replaced to resolve the issue.

Event description:
Information was received that this smiths medical cadd solis vip pump experienced over infusion. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.